Event description:
Trilogy non-invasive ventilation was started on patient for chronic respiratory failure. Ventilator set in the avaps-ae mode with a tidal volume of 300. Tidal volume never exceeded 25ml with acceptable circuit leak (25l/min) and adequate mask seal. Ventilator was reaching peak inspiratory pressure of 15 and positive end-expiratory pressure 5, no increase of peak inspiratory pressure with low tidal volume. Trilogy switched out to new machine and is in good working order with adequate tidal volume.